Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to download history and perform functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test due to blank display. Unit also received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 240 mg/dl. Customer reported of being able to still work insulin pump, but not able to see anything on display screen. Customer also reported of being hospitalized on (B)(6) 2015 with blood glucose of 950 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer reported of receiving no delivery alarm and had symptoms of vomiting. Customer was treated with insulin drip and fluid. Customer was wearing insulin pump at the time of hospitalization. It was found that no delivery was caused by bent cannula. Customer was advised that insulin pump would need to be replaced.